Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt expired. No cause of death or relationship of the pt's death to the stimulation therapy was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR. Report# 3004209178200902184.